Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had motion sensor test failure alarm. Blood glucose value was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with software error bad pointer alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motion sensor test failure alarm due to software error bad pointer alarm. Motor passed motor test.